Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not deliver all of medication" was not reproduced. Evaluation was able to load a set, program and run an infusion with no discrepancies. Evaluation performed flow accuracy test with results of: rate: 25 ml/hr with a volume to be infused of 25ml. Results: 24.190g (passing criteria: 23.75g-26.25g). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Release testing will be performed to ensure proper functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not deliver all of medication during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6(code added), h11. H11: a review of the event history log (ehl) revealed infusions were investigated, no excessive alarms or programming errors were identified. Should additional relevant information become available, a supplemental report will be submitted.